Event description:
It was reported that 40cc iab was being used during pci operation. Iab was inserted via sheath. After 1 minute of pumping, ap waveform was lost suddenly. Blood was also observed in central lumen. Blood was also observed in central lumen. Iab was exchanged. There were no reported patient complications.